Event description:
While attempting to defibrillate a patient with the zoll r series defibrillator; it would not deliver a shock. When assessing the problem it was noted that the wires had pulled away from the connection site of the pad (defibrillator) electrodes. The patient was having sustained runs of vt requiring defibrillation.